Manufacturer narrative:
(B)(6)

Event description:
The customer reported touch screen failure. The fse clarified the touch screen does not respond to touch. The customer reported there was no patient involvement.